Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed.  Analysis found the customer comment that the atrial/ventricular (a/v) electrograms (egm) were displayed as dotted and a loss of connection was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the mobile programmer was used to programmer device during post-operative check it was noted that the atri al/ventricular (a/v) electrograms (egm) was displayed as dotted. It was further noted that the connection was displayed as a solid line in the mobile programmer application however the blue-tooth light in the patient connector which was in a sterile bag was off. R e-interrogation was attempted unsuccessfully and the mobile programmer application was relaunched to resolve the issue. No patient complications have been reported as a result of this event.